Event description:
It was reported that the key error caused the system to lock up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The key controller was replaced during the service call. The system was tested and found to be working as intended and put back into service.